Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded, single use.

Event description:
The customer reported conflicting results with ID now covid-19 2.0 test kit on (B)(6) 2023. Per the customer, the patient received a positive, and a result with ID now covid-19 2.0 test kit. The patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.